Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unite and passed. Additional information has been received which was not included with the initial report. The information has been provided in section event description with this report. The information that provided in section event description date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported via phone call that the weight has been changed to 0071. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 546 mg/dl. Customer was treated with insulin pump. Customer's blood glucose level down to 300 mg/dl. Drive support cap was normal. Customer stated that there was no air bubble and leak. Customer did not allege insulin pump for under delivering. Customer stated that the insulin exited with quick release. The insulin pump will not be returned for analysis.